Event description:
It was reported that there was a balloon loss of pressure between the first and the second stop. Manual compression was held for 20 minutes. The patient was not hospitalized. Procedure type was diagnostic coronary. Stick location: right common femoral artery vessel size: unknown.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device physical investigation, the reported event could not be confirmed and the root cause could not be determined.